Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their sensor was alerting sensor glucose not available. The customer was advised to change sensor as it may have been caused by moisture entering the sensor connection or an incorrectly inserted sensor. The customer's blood glucose was 433 mg/dl which they treated. Customer was advised that the sensor will be replaced and agreed to return the product for analysis.